Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced low blood glucose while the ilet was in bg run mode with insulin dosing stopped as the dexcom g7 was not connected to the ilet, likely due to concurrent pairing with a dexcom receiver; the user removed the prior sensor, later paired a new sensor to the ilet, encountered an immediate replace sensor alert, re-entered the pairing code, and ultimately achieved readings after warmup, followed by elevated glucose after hours without insulin delivery. Symptoms included hypoglycemia to 42 mg/dl without loss of consciousness and later hyperglycemia to 210 mg/dl. Outcomes included transient interruption of automated insulin delivery and self-treatment of hypoglycemia with oral carbohydrate without medical intervention. Investigation included user education and guided troubleshooting for cgm pairing, removal of potential radio interference from the g7 receiver, and re-initiation of sensor warmup with a new sensor code. Investigation of this case revealed the ilet did not receive cgm data while the g7 was paired to another receiver, which prevented automated dosing until successful pairing and warmup were completed. It was concluded that the event was associated with cgm connectivity and pairing to multiple devices, and that automated dosing resumed once the g7 was paired solely to the ilet. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.